Manufacturer narrative:
Additional information field b5 describe event or problem, f10 device codes, h6 device codes were updated. Correction to field b1: adverse event/product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) stopped working and the patient experienced recurring urinary incontinence. A surgical procedure was performed during which, fluid loss was identified in the balloon tubing due to a hole. Additionally, urethral erosion associated with the cuff was observed. The existing device was explanted and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and the device stopped working. During evaluation, no fluid was identified in the device, and erosion was observed during scoping. The existing device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.